Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were observations of noise in which isometrics was performed and the noise could be reproduced. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.